Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 568 mg/dl; cause was unknown. Customer attempted to treat bg with a manual injection. Customer was currently at the ER at time of reporting and did not provide details of treatment. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.